Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. On the same day as the onset, the patient was hospitalized for the event of peritonitis. Two days later, the patient began treatment with inj. Cefazoline (1 gram, once a day, intraperitoneally) and inj. Ceftazidime (1 gram, once a day, intraperitoneally) for peritonitis. Two days later, the patient was discharged from the hospital. The patient¿s outcome was unknown. On an unreported date, dianeal and extraneal therapies were discontinued. No additional information is available.